Manufacturer narrative:
This report is submitted on august 2, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6)2017, due to the patient experiencing occasional facial nerve stimulation and poor performance with device use. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.